Manufacturer narrative:
Review of programming history.

Event description:
During review of programming history, it was noted that this device was interrogated at settings indicative of a faulted test. No adverse events have been reported as a result of this. It is likely that the event occurred on the date of generator implant ((B)(6) 2006); however, no history is available from this date.